Event description:
The hcp reported that the pt developed a methicillin resistant staphylococcus aureus infection in the device pocket. The device was explanted and the pt treated with wound packing and oral antibiotics.